Event description:
It was reported that a pt sustained a (B) (6) infection after treatment using. An ultrapulse laser. It was further reported the pt was administered IV antibiotics, IV steroids and IV fluids.

Manufacturer narrative:
An evaluation of the reported event by a lumenis medical subject matter expert concluded the treatment settings employed by the user facility were within acceptable parameters per device labeling and training. An examination of the subject device by a lumenis technical expert concluded the device met all functional specifications and operated to finished goods specifications. A review of device labeling confirmed that post treatment infection is a potential complication of laser resurfacing treatment.